Manufacturer narrative:
(B)(4). The customer reported that they could not see an ECG waveform during a cardiac arrest. The customer also stated that device behavior did not impact pt outcome. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they could not see an ECG waveform during a cardiac arrest.